Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. The following info was reported to datascope on 5/7/97: the iab was inserted into the pt on 4/30/97. On 5/1/97 after iabp for twelve hours, the "gas loss" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and another was inserted. There were no complications from the event. The pt went on to expire on 5/2/97. Multiple event to initial customer complaint. (Event complications: unk - reported 5/1/97; none - reported 5/7/97. (Pt's current status: expired - reported 5/7/97. )